Event description:
In 2004, this patient was treated for an abdominal aortic aneurysm and implanted with gore excluder bifurcated endoprostheses. On an unknown date, a computed tomography angiogram (cta) revealed aneurysm growth with no indication of an endoleak. The physician suspects endotension. A reintervention is planned, but has not been scheduled. Further investigation is pending.

Manufacturer narrative:
Attempt(s) to acquire information required for this form were made by gore. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to the issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Other devices implanted related to this event include: pca260300/031251417 aortic extender component. Pca260300/031251415 aortic extender component. Pca230300/021365001 aortic extender component. Pca230300/031391217 aortic extender component. Pcl161407/022671611 iliac extender component. Pcc141000/032600309 contralateral leg component.